Event description:
During preparation for an implant of a left ventricular assist device, it was reported by the physician that the outflow graft was pre-clotted per the hospital's normal procedure and the pump was started with no leakage observed. The pt was reported to be stable for the initial 45 minutes post-implant when suddenly massive bleeding was observed from underneath the bend relief. The bend relief was moved aside and blood was found to be "oozing" through the graft. The pt's bleeding was stabilized and the chest was closed after approximately 6 hours.

Manufacturer narrative:
The pt remains on lvad support with no further issues. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.